Manufacturer narrative:
The device was not returned for evaluation. A review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the threads on the y-connector or sidearm became damaged resulting in a loose connection and observed leak; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. During inflation, a 3x40mm armada 14 percutaneous transluminal angioplasty (pta) catheter was leaking contrast while connected with an unspecified y-connector. An unspecified armada 14 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.